Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the tip clamp, tip retaining clip, and six lld contact springs in the reported problem area of the pipette assembly. The instrument was insp, tested without further problem, and returned to svc.